Event description:
It was reported: the customer reported that while the ventilator was connected to a patient, the ventilator shut down and an constant audible alarm was heard. No patient injury was reported. Reference MFR # 9611500-2015-00061.